Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Document review: evolis cemented st femur size 3 left: code 3010.203g/lot 083462 ((B)(4) items produced): no anomalies found related to the problem. All the items belonging to this lot have been already sold and no similar incidents have been reported. Evolis cemented fixex tibial tray size 2: code 3031.0202 / lot 101158 ((B)(4) items produced): no anomalies found related to the problem. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Evolis std pe fixex insert size 2, 11mm: code 3040.0211 / lot 090720 ((B)(4) items produced): no anomalies found related to the problem. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Evolis inset patella 20 mm: code 3050.0020 / lot 072944 ((B)(4) items produced): no anomalies found related to the problem. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.